Event description:
Hosp were treating a recent surgical pt who was reported to be unstable. Reportedly the pt coded and an attempt at delivering defibrillation therapy was made. The device charged on the first attempt but allegedly dumped the stored energy. On the second attempt, the defibrillator would not charge. A back up device was obtained and used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.